Event description:
It was reported that this pacemaker was rethreaded quite deeply after pocket closure. A reoperation was performed as the device had migrated. No additional patient adverse events were reported.